Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving dilaudid (1.2 mg/ml at .549) via an implantable infusion pump. It was reported that the patient's pump was placed in the buttock and she was having increased amount of pain at the pump site. A pocket revision was performed and the physician added extra length onto the catheter and moved the pump to the patients abdomen.